Event description:
It was reported that total knee arthroplasty was perfomed in 1995. Revision preformed on an unk date in 2002, due to pain and grinding sensation during movement. Wear was observed on tibial plate and bearing components.